Event description:
It was reported that a high drain 108 alarm occurred on a homechoice (hc) machine after use. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The fill volume was set to 1300 ml and the ultrafiltration for cycle eight was 1722 ml. The hp had no reported symptoms. The tsr arranged to swap the device and discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The device was determined to meet electrical and functional specifications. Internal and external inspections were performed and the device passed. The pneumatic system was tested and was working to specifications. Multiple short simulated therapies were performed and the device passed successfully. A review of the event history log of the device confirmed the reported issue. The cause was determined to be use error, the tidal total ultrafiltration (uf) removal was set too low. The homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.